Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the a13 handset was experiencing the "handset update required" message when attempting to connect/update the communicator via medtronic communication manager. Rep stated that they missed collecting this device during the initial retrieval period. The rep replaced the device in question and attempted to have neuro customer service facilitate a return. Neuro customer service refused to assist, rep is return the device to the memphis distribution center.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.